Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and treatment were not reported. The patient was hospitalized for the event and was scheduled to stay in the hospital for two weeks. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.